Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 102 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture. The customer is stating his pump has vertical lines on the screen. The customer stated they went swimming and forgot to take the insulin pump off. The customer stated the insulin pump is vibrating without an alarm or alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per the healthcare professional's instructions. The insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump had blank display due to moisture damage electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify vertical line anomaly on screen due to blank display. No vibration anomaly noted. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.